Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Following was reported: during the cuts, the piece to toggle the handle orientation started coming out action undertaken: we finished the cuts but are worried the piece will come undone again and be lost in the patient case type: tka.

Event description:
Following was reported: during the cuts, the piece to toggle the handle orientation started coming out action undertaken: we finished the cuts but are worried the piece will come undone again and be lost in the patient case type: tka.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.